Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Since the patient is primarily paced in the right atrium the lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.